Manufacturer narrative:
Insulin pump passed the operating currents, self test and displacement test. No low battery alert, no unexpected restart and external ram crc error alarm noted during test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had received multiple insulin pump error alarm. Customer¿s blood glucose was unknown. Customer reported that they were able to clear the alarm and did require rewind. Customer able to complete rewind. Customer stated that they received low battery. Customer was trying to rewind and she was pressing the act button it was not rewinding. Customer was calling back after completed alarm troubleshooting and not receiving another insulin pump error alarm after a battery change. Customer stated a temperature basal was not programmed before the alarm occurred. Customer stated the insulin pump was not stored or not in use for an extended period of time and alarm occurred shortly after inserting a new battery. Customer advised to insulin pump will need to be replaced. Insulin pump will be returned for analysis.